Event description:
It was reported that, during an unknown surgery at the wards/ICU was performed on (B)(6). Feea was performed using four blue cartridge firings, with slr used only on the fourth firing. After surgery, paralytic ileus developed, and adhesions were identified. Reoperation was performed on (B)(6). The adhesion site was treated by blunt dissection. Treatment for perforated cholecystitis was also added. Patient information: no chemotherapy before surgery. According to the doctor, because the patient was bedridden, the remaining portion of the slr that had not been trimmed may have caused adhesions. However, since leaving the edge of the slr untrimmed had not caused problems for many years, a patient-related factor may also have been involved, although this is unclear. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 6/8/2026 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H11 = b3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional event information perforated cholecystitis was not related to this event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the healthcare professional wait 15 seconds after closing the device before firing? - were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? - were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. - what color reloads were used and what was the sequence of the firings? - was a leak test performed? If so, what type and what was the result? - why does the surgeon believe that the postoperative adhesions were caused or contributed by the ethicon products? - did the healthcare professional wait 15 seconds after closing the device before firing? - were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? - were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. - what color reloads were used and what was the sequence of the firings? - was a leak test performed? If so, what type and what was the result? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.